Event description:
It was reported that "the extension tube broke off."

Manufacturer narrative:
A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The device has been forwarded to the manufacturer for evaluation. When the investigation is complete, a final report will be submitted.